Event description:
It was reported that during a lap gastric band procedure, the band was inserted thru the trocar the buckle caught and the balloon was torn. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Torn suture loop. Eval summary: the band/balloon was returned with 58 cm of catheter, but without the suture loop. Per visual inspection some stains were observed on the band/balloon and the catheter, balloon was still filled with a lot of air. A tear was observed on one side of the lock indicator diamond (emplacement of the suture loop). To perform a leak test on the balloon, the knot was cut. The leak test was performed with a successful result. No leak was found. The complaint was not confirmed; functional leak testing indicated that the balloon was intact. Visual inspection did indicate that the area of the tab where the suture passes through the band was torn and it was also noted that the band was filled with air.